Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with low impedance on the atrial lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A partial lead was returned for analysis in 3 segments. Internal insulation abrasion was noted at 14.9 -15.4 cm from the distal tip. This is consistent with the observation from the field of low pacing lead impedance.